Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon was able to remove itself approximately two weeks after it was placed; it was found to be ruptured. The procedure was repeated with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore.